Manufacturer narrative:
Investigation outcome: the following was reported to hamilton medical ag: "- the machine is going to ambient mode frequently. - while running, and the alarm code(431001,446030,485001) is coming in the machine." No patient involvement. The reported technical faults were confirmed in the event log (except 446030). The blower was exchanged by the technician on site. However, no information was received if the exchange has resolved the issue. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Manufacturer narrative:
Hamilton medical ag ref # (B)(4).

Event description:
The following was reported to hamilton medical ag: the machine is going to ambient mode frequently. While running, and the alarm code (431001, 446030, 485001) is coming in the machine. Change the new blower. No patient involvement. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.